Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has experienced a persistent numbness in his extremities, but the date of onset is undetermined. Allegedly, the issue began sometime after his implant surgery, and the pt has required the use of a walker since then. Follow-up indicated the numbness had improved. The physician plans to perform surgical intervention at a later date.